Event description:
It was reported by the rep the devices were used during a colon resection procedure. It was reported the pt had a colon resection on 4/7/1998. On 4/8/1998 the pt's blood pressure became low and was returned to surgery. It was stated the staples were not holding, the staple line was open and the pt was bleeding. The pt received an unknown amount of blood. There is no add'l info available at this time- the rep has left messages with the surgeon.